Event description:
A malfunction alarm was reported with a code of malf 12, and technical support assisted the customer in resetting the pump. No information was provided about whether the customer's blood glucose level exceeded 500 mg/dl, indicating no adverse impact. After the pump reset, the malfunction did not recur, and the customer was advised to continue using the pump and to contact technical support if the issue reoccurred.